Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon inflation issue occurred. The target lesion was located in the mildly calcified mid left anterior descending artery (lad). Advanced a apex 3.5 x 8mm to the target lesion for pre dilation. The balloon was inflated to 20 atms, appeared much larger than 8mm and had "substantial growth" outside of the balloon markerbands. The apex balloon was deflated and the vessel was treated with a longer stent size. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).